Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that patient was  admitted by ER (emergency room) with altered mental state. Someone needed to interrogate the pump. The physician was invited to empty the pump and keep the patient under monitoring. It was noted that the myptm (patient therapy manager) was not available. Call was transferred to national answer services